Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's screen was freezing. It was confirmed that the programmer was having telemetry issues. It was also indicated that the left display latch, keyboard latch, and left keyboard hinge were broken. It was also indicated that the lower case feet were missing and the power supply was noisy. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was freezing and the restore disk did not fix the issue. It was also reported that the programmer was losing telemetry with devices and replacing the radiofrequency head did not resolve the issue. The programmer was re turned for service. No patient complications have been reported as a result of this event.